Event description:
It was reported while using bd cathena¿ safety IV catheter with bd multiguard¿ technology the catheter disconnected. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the devices connected to the catheter disconnect after a period of time. Usually, with the passage of hours or days, the devices connected to the catheter cone (needleless connectors, 3-way keys.) Disconnect spontaneously. This happens with all catheters: all sizes, lengths and lots - related records.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the 1 representative sample submitted for evaluation. The reported issues of leakage at insertion site, catheter defective / damaged, phlebitis and separation catheter from adapter were not confirmed upon inspection and testing of the sample. Analysis of the sample showed that it had no observable damages or defects. The sample was found to be within manufacturing specifications. The sample also underwent leakage testing, and no leakage was observed. Bd could not determine a manufacturing related root cause since the reported defects were not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.